Event description:
Information received by medtronic indicated that the customer reported cosmetic damage to the pump. Troubleshooting was performed and hairline crack was found at the back side of the battery compartment bottom going to the middle of pump. No harm requiring medical intervention was reported. The device was returned for failure analysis.

Manufacturer narrative:
S/w version = 4.11e. Retainer ring = black . Case type = ngp. Customer returned pump for alleged cosmetic damage located at the battery compartment found on (B)(6) 2023. Pump was received with a missing battery cap contact. The pump passed the displacement test and p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, cracked keypad overlay, scratched case, cracked case-corner of belt clip rails, cracked case (battery tube), battery tube threads - cracked, label damage (faded), battery cap contact missing and cracked case. Missing battery cap contact confirmed during visual inspection. Cosmetic damage confirmed at the battery compartment. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.